Event description:
Patient states that she has observed insulin squirting out of the tubing on 2 different infusion sets during priming. The malfunction was solved by changing infusion set. The malfunction occurred prior to use. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
Evaluation summary: two used devices were returned for evaluation. Used devices: the tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and both samples also failed the p-cap connector vent test. Furthermore one used sample failed the flow test of the tubing. Reference samples: the reference material was tested and all samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in 3 similar complaints for the involved lot number 8200954. No relevant deviations during manufacturing were recorded.